Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) was advanced into the left atrium. The activated clotting time (act) was managed at 250 seconds. A 40mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and after meeting release criteria, it was subsequently implanted. The was retracted into the right atrium. Transesophageal echocardiogram (tee) then observed a thrombus attached to the screw portion of the closure device that measured 2cm in length. An attempt was made to readvance the was into the left atrium, however, due to the thrombus's mobility and the risk of dislodging into the bloodstream upon contact with the sheath, the physicians decided to not attempt a thrombus retrieval. The procedure was concluded. A neurological exam was performed after the patient was extubated, and no neurological concerns were noted. The patient was discharged direct oral anticoagulant (doac) lixiana medication and will be monitored. In the physician's opinion, signs of increased thrombogenicity were noted even after the closure device was deployed, which was considered as a possible cause of the thrombus.